Event description:
Information received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician found the trend engagement handle was not contacting the switch. The technician adjusted the switch to repair the bed.